Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while stapling the stomach, the staple line was not closed due to poor staple formation. The staple line started to bleed. A new reload was used to complete the case. There was no patient injury.